Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12992. It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the pacemaker had reached elective replacement indicator (eri) and noise was noted on right atrial and right ventricular leads. Previous interrogations indicated that noise noted on both the leads were able to be programmed around. The right atrial and right ventricular leads were capped on (B)(6) 2019 and new leads were implanted. There were no patient issues pre and post procedure.